Event description:
A nurse reported that during measuring, the doctor noticed interference. As a result of it, the measurements were approximate. There was no harm to any pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).